Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4194 implantable pacing lead 2007 (B)(6); 5076 implantable pacing lead 2007 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos). According to the physician, physiologic twos was present and a known occurrence in this patient during intrinsic r- wave sensing, but not during bi-ventricular pacing. Subsequently, in approximately three months ago, the patient developed physiologic twos during intrinsic r- wave sensing and now during bi-ventricular pacing. The sensitivity on the device was adjusted and the lead and device remain in use. No patient complications have been reported as a result of this event.